Event description:
It was reported a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level (558 mg/dl). An insulin injection was administered to treat the bg. The customer continued to use the pump for insulin therapy.